Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All information provided was reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable cause may be an intermittent component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, no harm has been alleged. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during an unspecified procedure, renasys device presented a warning message for revision in the screen. The procedure was completed with a delay greater than 30 minutes and using a competitor device. No other complications where reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.